Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Device had cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners noted during visual inspection. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose value was 538 mg/dl; treated with the insulin pump. It was stated the device was worn under a costume and the buttons were pressed for longer than 3 minutes. The customer was able to clear the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.